Manufacturer narrative:
(B)(4). Investigation: the full set was returned for investigation. Dried blood was noted at the slipfit luer on the collect line. The line was heat-sealed above the luer and the blue clamp was closed below the luer. The leak at the slipfit luer is possibly a result of a pressure build up during heat-sealing of the tubing because the blue side clamp was also closed below the slipfit luer, or could have occurred as a result of the line being stripped at the end of the collection. The device history records were reviewed. There were no issues found that were relevant to this event. Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that at the end of a stem cell collection procedure, the sample line was wet to the touch. A leak was then identified at the joint area. Medical staff was notified per the customer's protocol, but no medical intervention was necessary. Customer's internal donor #: (B)(6). This report is being filed due to the customer notifying add'l medical staff and the (B)(4).